Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was attempted to be deployed; however, one of the clip arms bent backwards, and the clip did not grasp any tissue. The clip then fell into the patient in an open state and was left to pass naturally. The procedure was completed with a different device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.